Event description:
Surgeon cut a short flap during lasik procedure and did not abort procedure. Eye was lasered in only one half of intended area, and the underside of the flap was also lasered, resulting in a severe permanent scar in the field of vision.